Manufacturer narrative:
(B)(4) (poor bite). The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2010. According to the complainant, during the procedure, the physician had poor vision of the clip. He positioned the clip, the clip opened and grasped tissue and then the clip fell off into the patient. There were no attempts to retrieve the clip with no harm to the patient. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2010. According to the complainant, during the procedure, the physician had poor vision of the clip. He positioned the clip, the clip opened and grasped tissue and then the clip fell off into the patient. There were no attempts to retrieve the clip with no harm to the patient. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and the control wire was separated per design. A functional evaluation could not be performed since the clip assembly was not returned, however the device appeared to have been deployed properly. Based on the results of the evaluation conducted and the details of the complaint, the most probable root cause is not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.